Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the insulation became detached from the device and fell into the pt's cavity. The insulation was retrieved and another device was used to complete the procedure without incident. There was no pt injury.